Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section b5 executive summary of the initial medwatch report indicated: upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event. Section b5 executive summary of the initial medwatch report should indicate: physio-control received a report from the customer that the device had a white screen. A white screen can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event. Additional information: this report (MFR report# 0003015876-2020-00701) was determined to be a duplicate to MFR report# 0003015876-2020-00686. All further information received relating to this complaint will be reported through MFR report# 0003015876-2020-00686.